Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process, after which the error code did not reappear. The caller successfully started a new sensor session.